Event description:
Additional information received noted that the device event was neurostimulator migration with coiling of the lead.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that the cause of the event was patient fall. There were no abnormal impedance measurements. Ins inversion (flipping) was noted - ipg flipped in pocket with fall. MRI/xray/CT scan noted: (B)(6) - battery was upside down and lead twisted. Surgical revision was noted: 2014 (B)(6). Ins was noted. Device was not removed. Battery placed to the other side. Signs and symptoms included pain and battery site. Hospitalization was not required. Patient outcome was noted as no injury. It was also noted that regarding related to device or therapy: related. It was noted that regarding related to implant procedure: unlikely related.

Event description:
It was reported that the patient had stimulation in the wrong location. The patient felt stimulation at the implantable neurostimulator (ins) site and it was painful, so she had to keep stimulation off. The ins was also poking the patient and this was painful. The patient stated that this started before her last surgery on (B)(6) 2013, which was a hysterectomy. The patient noted that prior to this surgery, her ins poked out ¿a little,¿ but she could still sit and lie down. After surgery, the ins felt ¿ok,¿ but ¿about one week later¿, the poking out was worse and she had to push the ins flat before sitting or lying and it hurt when in these positions. The patient stated that if she did not push the ins flat when she sat, the ins tilted like it would come out of the incision site. The patient thought that the ins or leads might have moved. The patient noted that the ins was functioning as it should, but the problem was that it might have moved and stimulation was in the wrong location. The patient¿s issues began after a fall during an ice storm on (B)(6) 2013. The patient fell on her knee and side, but she did not go to the hospital because her side did not hurt. Ten days later, it was reported that the patient had a sharp, poking pain at the ins site. The patient turned the device off a ¿couple of weeks ago¿ and she was unable to tolerate an interrogation after a couple of seconds, even with the ins off. The patient¿s therapy was suspended on (B)(6) 2013 and an x-ray on (B)(6) 2014 showed that the ins was upside down and the wire coiled. The patient had pain with minimal touch over the site and it was extremely tender to touch. It was noted that it felt like the ins was ¿floating and like it turned over.¿ the patient had a return of urinary symptoms. The patient was scheduled for a revision on (B)(6) 2014. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received noted that the patient outcome was resolved without sequelae, resolved date: (B)(6)-2014.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient also had a loss of therapeutic effect following the fall. The patient had increased urgency and frequency. The event was considered resolved with sequelae. The sequelae was noted as coiling of the lead.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type programmer, patient product ID 3889-28, lot# va0bfu0, implanted: 2013 (B)(6); product type lead. (B)(4).